Event description:
It was reported that a patient experienced an inaccurate fluid reading when using the homechoice. The patient stated that when weighed, the volume of the supply bag did not match the volume drained. The patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the logs was performed, but identified no errors. The sample received functional testing and simulated-use testing and a visual inspection; no issues were identified that could have caused or contributed to the reported problem. A review of the service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. The reported issue was not verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.